Manufacturer narrative:
The malfunction was duplicated and attributed to a connector on the high voltage module making insufficient contact to an internal dump resistor. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.